Manufacturer narrative:
A siemens global product support (gps) specialist contacted the customer site. Gps requested clarification from the customer on why patient samples were being spiked and what they were being spiked with. The customer has not provided information to gps and gps has not been able to obtain patient samples to test in house to confirm the customer's observations. Gps was not able to assess the patient data based on the information provided. The customer did contact gps and confirmed that the assay is performing according to specifications and no further assistance was required. The cause of the discordant patient results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer has observed discordant patient results when using the thyroglobulin (tg) assay on the immulite 2000 xpi instrument. The patient samples were run again at another site (platform not known) for thyroglobulin and anti-thyroglobulin (atg) and were discordant when compared to results obtained on the immulite 2000 xpi instrument. The customer ran 48 patient samples and 11 samples had discordant results. It is unknown if patient sample results were reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the discordant thyroglobulin results.